Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that it was received in one piece with no defects in the fiber body. The tip was degraded due to normal use and burn marks on connector face were observed. The light exiting the connector face was dim, indicating an internal connector fracture. A fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and console led to the burn marks observed on the fiber face. The aim beam was weak and distorted, likely due to the tip being degraded. The console read: treatments used: 1, treatments left: 9. The investigation did not identify any abnormality in manufacturing or design. Therefore, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during preparation to remove ureteral stones, there was no energy output. The procedure was completed with another device of the same model. No patient complications were reported. The device was returned and analysis confirmed an internal connector fracture.